Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced chest pain and his right ventricular (rv) lead exhibited high pacing thresholds a few days after it was first implanted. The patient was checked and a micro perforation was suspected. As result, the patient underwent a surgical revision wherein the lead was extracted an replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was stretched and had a break at the neck region of the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix at the removal procedure caused the inner conductor coil to break.

Event description:
It was reported that this patient experienced chest pain and his right ventricular (rv) lead exhibited high pacing thresholds a few days after it was first implanted. The patient was checked and a micro perforation was suspected. As result, the patient underwent a surgical revision wherein the lead was extracted an replaced. No additional adverse patient effects were reported.